Event description:
During case, baxter duplotip dual lumen cannula ref: 0601138 was used and snapped in two. Piece broke inside trocar and was removed. Surgical field searched for fragments. Attending surgeon present and aware. No complications intra op.